Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Systolic anterior motion of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. In this case, there has been no indication or allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be conclusively determined. However, it is likely that patient and/or procedural related factors contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that an edward annuloplasty ring (subject device), implanted for approximately one (1) year, was explanted due mitral regurgitation and sam. Per medical records, this case involves a (B)(6)-year-old female with history avr and mv repair. The patient presented with a failed mitral valve repair with severe mitral regurgitation requiring redo mvr. Intraoperatively, there was a severe eccentric mr due to a severely restricted posterior leaflet by one of the posterior gore-tex chords and relative prolapse of the anterior leaflet. Mvr was performed with an edwards bioprosthetic valve. At this point, the patient's preoperatively noted mild-to-moderate ai had progressed to moderate-to-severe. There was also evidence of perivalvular leak. It was decided to replace the bioprosthetic aortic valve with another edwards valve. The new mitral and aortic valves were well seated without any leak. The patient was transferred to the ICU in critical but stable condition. The patient was discharge home on pod #6 in good condition.